Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument would not properly close onto clip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the medium-large clip applier instrument top left input gear was slipping and the jaws were not closing completely. The issue was first identified while attempting to apply a clip. The issue was resolved after swapping to a backup instrument.

Manufacturer narrative:
An investigation is completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and failure analysis investigations did not replicate nor confirm the customer reported complaint. Failure analysis found the primary finding of cannot verify external event to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the clip test on several attempts. The instrument was fully functional. Additional observation(s) not reported by site was also identified: there were signs of corrosion were found on the instrument bearings. The pitch and grip input disk bearings exhibited orange discoloration. Also, the medium-large clip applier instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. Furthermore, the instrument was found to have multiple input disks broken. Input disk #7 was found completely detached from the base of the housing. Hairline cracks were found on grip input shaft #6.